Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery. This report was resubmitted on november 11, 2025, as requested by mdrthelpdesk.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, it is unknown if this has occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Attempt to submit this report was made on august 12, 2024, however, error message received via esg webtrader.